Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was off with no power. The customer stated they did not receive a low battery alert prior to the off no power alert. Customer was advised to insert a new battery. The customer was able to resolve the issue at the end of the call. Customer's blood glucose was 280 mg/dl. The customer stated her blood glucose was high because she had a blood glucose of 31 mg/dl and over corrected for her blood glucose. No additional information provided.